Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedances high out of range on the right ventricular (rv) channel. It was observed that the rv lead is not a (B)(6) product. Technical services (ts) was consulted and recommended to have an in-person interrogation to troubleshoot the lead. Ts suspects this is due to shock lead fracture, but at this time the cause is not yet determined. This ICD remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).